Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of intermittent atypical low voltage advisory alarms was confirmed via the submitted log files but was unable to be reproduced during evaluation of the returned heartmate 3 system controller. The reported event of intermittent communication issues between the system controller and system monitor was unable to be confirmed via evaluation of the returned system controller. On (B)(6)2024 at 15:04:48, the log file captured intermittent atypical low voltage advisory alarms due to the relative state of charge (rsoc) values on the on the white power cable fluctuating below the alarm threshold the alarms briefly resolve when the rsoc values return to the expected value. The alarms clear for the remainder of the log file at 23:46:28. The voltage fluctuations did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. The returned system controller, serial number (B)(6), passed all preliminary testing and successfully operated a mock circulatory loop. No atypical alarms were able to be reproduced. The underlying wires of both power cables was measured to be slightly elevated. The outer jacket of the white power cable was removed, and no damage to the underlying wires was revealed. The provided information indicated the intermittent audible alarms and communication issues resolved after the system controller was exchanged. During troubleshooting, the 14v battery clips were also exchanged. A root cause for the atypical low voltage advisory alarms and intermittent communication between the system controller and system monitor was not conclusively determined through this analysis; however, the observed wire fatigue within the power cables may have contributed. Damage to white power cable outer jacket, wire fatigue in both power cables, and fluid ingress in both power cables were also found during the investigation. The device history records were reviewed, and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6)2021. The heartmate 3 instruction for use, rev. A was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to interpret and troubleshoot low voltage advisory alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. This section also instructs the user to keep the system controller power cables away from any liquid. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook, rev. D which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
They had been connected to the system monitor during the connectivity issue. There were no adverse patient consequences as a result of the system controller exchange.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient was seen in clinic and found to have intermittent chirping in which they would lose connectivity/data. Patient experienced no adverse events although they kept losing data connection while on patient battery unit but not power. The controller cables were also assessed, and the battery clips were cleaned then exchanged. The issue seemed positional with movement of the white power cable. Log files were sent for review. The event log file captured low power advisories which indicated a weak connection between the batteries and the clips, which caused the brief alarms. Additionally, the log files captured routine events and there were no adverse alarm conditions or parameter changes. The controller was exchanged, and the intermittent chirping and data/connectivity issue resolved. The affected controller would return to abbott for analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.